Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
The end user states that the wheel lock is bent and is no longer holding on the device. The end user has no further information to provide.